Event description:
It was reported that the patient developed chest and back pain unresponsive to medications ten days post implant. No ventricular capture was observed at maximum output. Chest x-ray showed migration of the lead compared with the implant x-ray. The patient underwent a lead repositioning with repair of a cardiac perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reported late.